Event description:
Reporter stated that the patient called her and stated their blood glucose was registering high on their glucose meter and patient felt experiencing ketoacidosis. The patient went to the hospital for treatment. Upon arrival to the hospital the patient became unconscious and woke up the next day connected to an insulin drip. The patient was diagnosed with extreme ketoacidosis and a blood glucose of 40 mmol/l range. Reporter alleged the device had occluded and did not give an alarm. Reporter alleged the device had occluded and did not give an alarm. Reporter believes the piston rod's cog wheel was stuck. Reporter stated the piston rod and adapter are about two years old, which is longer than recommended. Patient is currently following an injection regiment prescibed their endocrinologist.